Manufacturer narrative:
The field service engineer (fse) evaluated the dispensing sampling arm on the aia-360 analyzer at the customer's site. The event was resolved by replacing the bent sample nozzle. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes 1 malfunction event on the aia-360 analyzer. The review of the event indicated that the aia-360 analyzer experienced a diluent air detection error message, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.